Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when trying to suction the endotracheal tube (ett), unable to completely pass suction catheter. The patient was on elevated peak, inspiratory pressures (pip). When the patient lay flat for scheduled CT, the ventilator was unable to provide breath and this caused a desaturation event. Attempt to pass bougie through the ett was unsuccessful. Bronchoscopy was tried but was unable to pass scope past oropharynx.. The patient was reintubated. Upon removal of old ett, it was noted that there was a plastic defect were pilot balloon entered ett at 19cm. When ett bent airway, it would completely occlude.